Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular and right atrial leads. A revision procedure is anticipated but not yet scheduled. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-16610.

Event description:
Additional information received indicated the event was resolved by revising the right atrial and right ventricular leads. Further information was requested but not available.

Manufacturer narrative:
Further information was requested but is not available.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right atrial and right ventricular leads.